Event description:
Customer reported that the rubber door was missing, making charging difficult as the cord had to be wiggled to fit and charge fully. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting.